Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. On (B)(6), while the stimulation was on and the patient was charging the patient was putting away left over food into aluminum with a spoon in their other hand. The aluminum foil touched the radio and the patient felt electrocuted. The jolting did not feel like normal physical posture stimulation. The jolting was of their entire body from right arm to left arm. Reprogramming was done on the day of the report and an impedance check was fine. No message appeared when the device was interrogated. It was further reported that the patient was not experiencing shocking when a manufacturer representative met them.

Manufacturer narrative:
Product ID 3550-39, lot # n318299, implanted: 2012 (B)(6); product type accessory product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).